Event description:
It was reported that this inflatable penile prosthesis is no longer inflating. A CT scan was performed during which a total fluid loss from the reservoir was noted. A revision surgery was requested. No additional information was reported.

Event description:
It was reported that this inflatable penile prosthesis is no longer inflating. Imaging tests were performed, during which a total loss of fluid from the reservoir was noted. One month later, surgical procedure was performed to remove and replace all the components. There were no patient complications reported.